Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Insulin pump had missing segments/partial display due to lcd damaged. Insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to lcd damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose was 134 mg/dl. Troubleshooting was performed. The device had been dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.